Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. Reportedly, the patients device system was extracted as a precautionary measure only. However, conservatively reporting as vegetation was found on the mitral valve of the patient. There were no additional adverse patient effects reported. The ICD was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device was performed. Laboratory testing did not identify any characteristics that would have resulted in the clinical observation of infection.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. Reportedly, the patients device system was extracted as a precautionary measure only. However, conservatively reporting as vegetation was found on the mitral valve of the patient. There were no additional adverse patient effects reported. The ICD was explanted.